Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Additionally, it was reported that a cartridge change error occurred during the load sequence and experienced a leaking cartridge. Customer's blood glucose level ranged between 100-234 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.